Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere¿ rf ablation generator was received with no accessories or original packaging available for inspection. Visual inspection revealed that the rear genconnect port had multiple bent pins, which likely contributed to the noise issue. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to physical damage to the genconnect port. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an av node procedure, the ablation catheter signals were unable to be visualized due to the ampere generator, resulting in cancellation of the procedure. The signals were noisy, making it difficult to distinguish the target signals, so ablation was not performed. The egm output cable, the catheter, and the catheter cable were exchanged but the issue persisted. The procedure was canceled, but there were no adverse consequences to the patient. The ampere generator was alleged to be causing the issue.